Event description:
It is reported that the pt was revised due to impingement and psoas tendonitis.

Manufacturer narrative:
Eval summary: operative notes from the (B)(6) 2011 surgery were supplied which noted impingement free stability once all final implants were in place. Revision operative notes from (B)(6) 2012 were supplied which also noted the excision of a benign subcutaneous tumor, in addition to the impingement and tendonitis. It was noted that the liner had some polyethylene fraying on the edge. X-rays were not returned so the fit and orientation of the devices could not be evaluated. Mfg records were reviewed and found conforming to specifications at the time of manufacture. Which the info provided, a conclusive root cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.